Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up an increase in pacing thresholds was noted on this right ventricular (rv) lead. An x-ray did not show that the rv lead had moved thus a microdislodged was suspected. The device was reprogrammed and it was noted that the patient was 0% paced. No adverse patient effects were reported.